Event description:
According to the reporter, during veterinary open right medial liver lobectomy, when being used on liver mass, the cartridge was stuck to the tissue - the deployed staples did not fully release from the tissue leading to it remaining tied in the patient. Hemoclips were applied proximally and cta's were used to release the tissue free. Poor staple formation and incomplete staple line was noted even though handle was fully squeezed. This was resolved by resecting and re-stapling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during veterinary open right medial liver lobectomy, the preloaded cartridge worked fine. When using the additional cartrige on liver mass, the cartridge was stuck to the tissue. The deployed staples did not fully release from the tissue leading to it remaining tied in the patient. Hemoclips were applied proximally and cta's were used to release the tissue free. Poor staple formation and incomplete staple line was noted even though handle was fully squeezed. This was resolved by resecting and re-stapling.

Manufacturer narrative:
D10. Concomitant prod: ta30v3s (ta30v3s ta 30v-3 reloadable stapler, lot number: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was applied on over indicated tissue. It was reported that the jaws of the device remain closed on tissue, the staples did not form as expected, the deployed staples did not form as expected and remained connected to the device and staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when the device is applied over thick tissue exceeding the recommended tissue range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: tissue thickness should be carefully evaluated before firing any stapler. Refer to specification chart and the tissue compression requirement section. Tissue compression requirement refers to the compression requirement of each staple size. The ta loading units should not be used on tissue that will not comfortably compress, or that compresses to less than, the specified compression requirements, displacement may occur, and or hemostasis may not be obtained. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.